Event description:
A physician reported that following an intraocular lens (iol) implant procedure, a scratch was confirmed on the left side of the iol. The iol was removed and replaced with a backup lens during the initial procedure. Additional information has been requested.

Manufacturer narrative:
A sample device was returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Intraocular lens (iol) returned in four pieces (cut) and adhered to surgical gauze. Solution is dried on both surfaces of the optic and haptics. Both haptics are intact. The optic is torn/split-cut dividing the iol in four(4) and scratched/marked-rejectable. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Video shows intraocular lens (iol) implantation with company device accessories. The cartridge comes in picture and is partially filled with ophthalmic viscoelastic devices (insufficient amount of ovd). The lens is lifted from the lens case and positioned into the cartridge. The lens is advanced and implanted. A mark/line is visible over the iol optic. The mark appears to be on the posterior surface of the optic. The lens is cut and explanted. A scratch was observed over the posterior surface of the iol optic. The root cause may be related to a failure to follow the instructions for use (IFU). An inadequate amount of viscoelastic was observed in the cartridge. The IFU instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).